Event description:
Patient states that he has tenderness laterally where there is a screw protruding from his hardware. Patient states that he has felt this pain and known his screw to be backing out since six months after his surgery. Imaging: x-rays were obtained, which do show history of right intertrochanteric fracture with gamma nail, increased angulation of the fracture site, and protrusion of the screws.what was the original intended procedure?right total hip arthroplasty right hardware removal.